Event description:
Boston scientific received information that this patient¿s right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The patient¿s system was tested and no out of range measurements could be recreated, however some oversensing of noise was noted. An x-ray was taken and no abnormalities with the ra lead were observed. The device was reprogrammed and the ra lead continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.